Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all patients were not crossing over to all machines. A technical support specialist (tss) dialed into the server and found that the customer was actively using it. The tss later confirmed that the customer restarted the external messaging services, after which the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where all patients were not crossing over to all machines. The issue was site wide and affected 5 facilities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.